Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: liberte 5x32 (boston sci); veriflex 4.5x32 (boston sci); multi link ultra 4.5x28; multi link utra 5x28. The multi link ultra 4.5 x 28 mm stent is being filed under a separate medwatch MFR number. Evaluation summary: device analysis noted blood and saline in the outer member, consistent with handling and reported use in the anatomy. The stent was undamaged and partially expanded distally from the distal end of the outer member, confirming the reported partial deployment. The distal end of the outer member was retracted 5 mm. The stent implant was not located between the markers as the distal end was 5 mm distal to the distal marker band, which is consistent with handling a partially deployed stent as they are prone to continuing to deploy whenever the stent comes into contact with anything moving distal relative to the device. The outer member was noted to be wrinkled, there was a bend in the metal shaft, and a kink in the strain relief tubing. As no damage was noted prior to use, it is likely this damage occurred during the operation. During device analysis an attempt was made to retract the outer member, but retraction was not possible due to a kink the strain relief. The kink appeared to be the cause for the failure to deploy, but the wrinkle and bend appear unrelated. It should be noted that the instructions for use states: the xpert self-expanding transhepatic biliary stent system is intended for use in the palliation of malignant strictures in the biliary tree. In this incident, the device was used in the right coronary artery, which is not indicated. There is no indication that use in this anatomy caused the device issues or patient effects. The likely causes for the wrinkling, bending, and kinking in the device are operational context, which does not indicate a product quality issue. The failure to deploy appears to be due to the kink. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. In manufacturing, all self expanding catheters are subjected to a visual inspection as well as verification that the stent is between the marker bands. In addition, a quality control audit inspection is performed on a sample of parts to verify that the stent deploys.

Manufacturer narrative:
(B)(4). Originally filed incorrectly as a serious injury. This is corrected to a malfunction.

Event description:
It was reported that during a right coronary artery bypass graft stenting procedure in a significantly stenosed lesion, a non-abbott embolic protection device (epd) was placed. An xpert stent was taken to the lesion, but only partially deployed. The remainder of the stent could not be unsheathed. The stent delivery system with the partially deployed stent was removed through the guide catheter without further intervention. Next, two non-abbott stents and a 4.5x28mm multi-link ultra stent were deployed. No flow was experienced and the epd was noted to be full. Intra-arterial nitroglycerine and niroprusside were administered and a thrombectomy was performed. Following this, a 5x28 multi-link ultra was deployed. During the procedure, the patient had signs and symptoms of heart failure. Post procedure, the patient was noted to have elevated enzymes which was treated with medications. The patient remained hospitalized due to pre-existing atrial flutter, which was treated with cardioversion, and pre-existing heart failure and mitral valve regurgitation. On (B)(6) 2011, the patient was discharged to assisted living. Although requested, there was no additional information provided.